Manufacturer narrative:
This report is submitted on august 13, 2018.

Event description:
Per the clinic, the patient experienced pain, intermittent atypical sound perceptions and facial nerve stimulation with device use. The device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.